Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier suddenly stopped functioning, requiring two nurses to sign in manually with their passwords, with a witness. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier stopped functioning suddenly and required two nurses to sign in manually with a witness using passwords. A technical support specialist (tss) shut down the station application and logged in as support. The tss opened start, typed powercfg.cpl, and pressed enter. Then the tss selected change plan settings and then selected change advanced power settings. Under usb settings, the tss opened usb selective suspend setting and changed the option from enabled to disabled. Finally, the tss clicked ok and restarted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.